Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and verified the reported issue. The investigation found that the white energy capacitor wire was disconnected from the j18 spade connector. Re-connecting the white energy capacitor resolved the reported issue. This device was archived by stryker and the customer received a replacement. Corrected information: device code grid of initial medwatch report indicates: detachment of device or device component device code grid of initial medwatch report should indicate: defibrillation/stimulation problem and has been updated. Section b5 of of initial medwatch report indicates: the customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. Section b5 of initial medwatch report should indicate: the customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not provide defibrillation as expected. In this state the device would be inoperable and defibrillation therapy would not be available if needed.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.